Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 5/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: what is the current status of the patient? The patient was discharged on (B)(6) 2026. Quantity of blood loss? Confirm the qty in cc. Qty in cc n/a. Patient weight? 108 kgs. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Resuturing using another sachet of the same lot number. How many devices demonstrated the alleged deficiency? 2 sachets. Could you please confirm the lot number? Sabdrkr0. Could you kindly provide us with the product shipping status and the shipment tracking number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture kept tearing off while trying to knot even without instrument applicator on the suture itself. This happened at several points during hand tying. There were no patient consequences reported. Additional information was requested.